Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The device remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has continually had a reaction to tegaderm and chloraprep dressings and developed rash at the driveline exit site. The patient reported a fever of 103f and drainage from the driveline site. Cultures were positive for (B)(6). The patient was returned to the operating room for incision and drainage and remains in-patient on unspecified antibiotic therapy. On (B)(6) 2016, it was reported that the surgical wound is closed; however, the patient continues to react to any tape around the driveline and continues to have large amounts of drainage requiring daily dressing changes. No additional information was provided.